Manufacturer narrative:
Patient stated that she removed the v-go 2 hours after the time she normally would wearing the v-go for 15-16 hours (so she got an extra 1.66 units from the v-go). Patient stated she removed the v-go later than usual due to being out and had 3 glasses of wine had some snacks but did not have a large meal. Patient removed the v-go 20 and took nph 7 units before bed at 11:30 pm and her bg was 200 at that time, later became incoherent and emt was called, bg was 39. Device not available for evaluation. Wearing less than 24 hours is considered off-label. Hcp has since reduced nighttime nph to 5 units.

Event description:
Patient stated that she is wearing the v-go for less than 24 hours per hcp. Patient is wearing the v-go for 15-16 hours. Patient stated that she would place a new v-go on at 6am and remove the v-go at 10pm and per hcp administer aph insulin 7 units. Patient stated that saturday after removing the v-go two hours later than usual, about 12:45 am, she became incoherent. Patient stated that emt was called and her reading was low 39. Emt gave her glucagon and dextrose by IV pt recovered bg 150 and did not go to the hospital.